Event description:
During open heart surgery the perfusionist noticed blood on the outside of the cardioplegic unit. Delivered 1st dose of cardioplegia. Hair line crack noted; 1-2 drops blood leaked during cardioplegia administration. Bone wax applied and cardioplegia line clamped when applied and cardioplegia line clamped when not in use. Md informed pt unaffected.